Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) in (B)(4). We will provide a follow up report upon completion of investigaion.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of an mr850 respiratory heated humidifier was distorted. There was no patient involvement.

Manufacturer narrative:
Ps(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and functionally tested. Results: device testing revealed that the audible alarm of the mr850 respiratory humidifiers was found distorted. Visual inspection revealed that the diaphragm of the speaker had two pieces of metal offcuts stuck to it. Conclusion: the cause of the speaker faulty is likely due to the remnants of metal offcuts stuck to the speaker diaphragm. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checks and performance tests of the mr850 respiratory humidifier. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm. The user instructions accompanying the mr850 respiratory humidifier states the following in the set-up instructions: - after turning on the humidifier, look at the display and alarm indicators to visually confirm that they turn on and off. Following this, listen for an audible tone to confirm that the sounder is functioning correctly. If a fault is detected, send for servicing.

Event description:
A healthcare facility in slovenia reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of an mr850 respiratory heated humidifier was distorted. There was no patient involvement.